Manufacturer narrative:
The device involved is not reportable. Please void this report.

Event description:
Allegedly attended revision of an anca fit hip implanted 10+ years ago. Surgeon used long ar15 neck with bloball head and stryker cup.